Event description:
Procedure: urological. According to the reporter, 6 to 8 weeks post-op, the patient had recurrence of prolapse. The doctor felt that it was due to his not placing the graft tight enough. He stated that when he cut/trimmed a notch of the graft, he may have cut too deep and made a "v" too big. The doctor removed what he could of the graft and replaced it with a new piece of mesh in 2007.

Manufacturer narrative:
Initial report sent to FDA on 09/10/2007.